Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) found blood on the sheath and on the tip, consistent with handling. The stent implant was returned deployed. There was no damage noted to the stent implant. The distal sheath was retracted 5mm proximal to the tip crown. The proximal end of the distal sheath was folded inward on itself (prolapsed). There were six kinks in the shaft distal to the strain relief tubing. There was no other damage noted to the sess. The handle lock was in the locked position. After opening the handle, observed the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors that may contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, based on the condition of returned absolute, which was returned with the sheath prolapsed and blood present on the tip and distal sheath, it may be possible that the premature deployment may be related to interaction with associated device such as a rotating hemostatic valve (rhv) or sheath during insertion. Mishandling may also be a contributing factor; however, this could not be confirmed. Although the multiple kinks noted throughout the shaft were not reported, it may be possible that pushing against resistance contributed to the kinks. This would also be consistent with the prolapsed sheath. The kinks may also be the result of handling/packaging the device for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents for premature deployment reported for this lot. Although a conclusive cause for the reported premature deployment and subsequent damage could not be determined, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that when the absolute stent was removed from the packaging, the stent deployed and fell on the floor. The physician stated that only the handle and the sheath were touched, without unlocking the handle. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.